Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing (twos). There was also "delayed pacing" due to the twos. The lead was explanted and replaced. The lead has been returned. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: a proximal portion was received measuring 54.5 cm. A distal portion was received measuring 54.5 cm. Analysis found the distal conductor of the lead developed a fracture due to flexing while in vivo, the rv (right ventricular) defibrillation coil developed a fracture due to flexing while in vivo. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: product ID d274trk implantable cardioverter defibrillator (ICD), implanted: (B)(6) 2010; explanted: (B)(6) 2013. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead showed t-wave oversensing (twos). There was also "delayed pacing" due to the twos. The lead was explanted and replaced. The lead has been returned. No patient complications have been reported as a result of this event.